Manufacturer narrative:
Follow up report. Updated: b4,b5,d2,g1,g3,g6,h1,h2,h6. Review of the reported event by a health care professional found: bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. Product has not been evaluated as it has been determined the event is not related to device. The root cause of the reported event was determined to be unrelated to the device. This is a limited investigation, as review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Event description:
It was reported by a clinical study that a patient experienced a fall into a wall and subsequently presented with trochanter bursitis approximately 3 months post implantation. The patient was treated with medical blockade and implants remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: g7 pps ltd acet shell 50d , #item 010000662, #lot 7464476 g7 vit e high wall lnr, #item 30123604, #lot 65612905 zb 12/14 cocr hd, #item 802203602, #lot 3110068 therapy date: (B)(6) 2023 g2:foreign source denmark an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.